Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (tts). Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 279 mg/dl.